Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the diagonal of the left anterior descending artery (lad). A 2.50x28mm promus premier¿ stent was selected to treat the lesion. During advancing the device into a non-bsc guiding catheter extension, device failed to go through the crimped collar of the guiding catheter extension. The collar of the non- bsc guiding catheter extension was crimped around and it damaged the stent. The promus premier¿ stent was then removed from the patient and it was noted that the stent was completely deformed. The procedure was completed with another 2.50x28mm promus premier¿ stent. No patient complications were reported and the patient's status was fine.